Event description:
Discordant calcium (ca), carbon dioxide (co2) and phosphorus (phos) results were obtained on multiple patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate system. The repeated results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant ca, co2 and phos results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens headquarters support center (hsc) specialist reviewed the instrument data. The hsc determined that the customer incorrectly loaded a pro-guard reagent pack into the q-guard reagent pack position. The hsc instructed the customer to replace both reagent packs and to flush the water purification module. The customer successfully ran quality controls. The cause of the discordant ca, co2 and phos results is user error: failure to follow instructions for proper reagent pack loading. The instrument is performing within specifications. Further evaluation of the device is not required.